Event description:
It was reported by service report that a lift handle on the foot end assembly was broken with expose sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift handle on the foot end assembly.